Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd discardit¿ ii syringe leaked as "when I tried to vaccinate a horse, I checked no air was inside before injection but the liquid leaked on my hand." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: sample evaluation/ we have been provided with the affected sample. A leakage through the plunger rod was observed in the provided sample. After that we could determine damage in the barrel wall. That confirmed the reported issue. Bhr review/ we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2024 (december 16th - 18th, 2016). Syringes were assembled in machine, nº4255, nº4254, nº4237, nº4236, nº4220, and nº4210, in lot #6347056 (december 12th - 19th, 2016). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #6337088, and #6348236 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #6337092, #6348258, and #6334355 and no problems, defects or qn related to the reported issue were found. Root cause analysis/ based on the evaluation of the sample, we have concluded that the origin of the reported issue was related to a bad storage of the barrel during production, what damaged the barrel wall, producing the reported issue. The barrels are stored in bags which are piled once over others in six heights, if the molded piece is still hot when it is piled, there could be the possibility of some minor deformation, which in isolated cases could cause leakage during use. Confirmation/ the returned syringe presented leakage through the plunger rod. We could confirm the reported issue.